Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced the sample 2 (s2) mixer malfunctioned. The instrument was fully functional upon departure. Siemens concluded that the potential cause of discordant falsely low carbon dioxide patient results was the sample 2 (s2) mixer malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.